Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-4501, meniscal cinch¿ ii, the first implant was set properly but the second implant could not be set. This was detected during an arthroscopic patella reshaping, left knee meniscus suturing surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-4501. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-4501, batch 15274474, was received for evaluation. Upon visual evaluation, it was noted that the sutures were frayed and the implants were not returned with the device. The device's handle is broken. Functional testing was not performed due to the damage to the device. According to dfu-0156-eo g. Precautions. 4: "particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism." The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.